Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not calibrated. The stylus was changed out but the issue did not resolve. The programmer has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of the stylus not being calibrated, there was a deviation between the stylus tip and the cursor on the screen and it was additionally noted that errors were found in the software history. The touch screen connector was cleaned and reseated and parameters were reset and then calibration was successful. New software was added, the device was cleaned and the programmer then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.